Event description:
Event description guidant received information that this chronic ventricular implantable lead was explanted due to twiddler's syndrome. The lead was dislodged and wrapped around itself multiple times near the device site.